Event description:
The lay user/patient contacted lfs on may 27, 2009 alleging an inaccurate high reading on the one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on june 6, 2009 and obtained the following information: in 2009, the patient tested his blood glucose and obtained a 118 mg/dl and did not exhibit any symptoms due to the elevated readings on the meter. The patient then reportedly took 10 units of insulin based on a sliding scale. The patient refused to provide mss what type of insulin he was on. He was preparing dinner and 10 minutes later, he allegedly started to exhibit symptoms of shaky, and sweaty. He felt low and did not attempt to test his blood glucose. He then ate two glucose tablets, 2 orange slices and ate a cookie. He then went to sit down to rest. The next thing he remembered was the paramedics at his house and was treated with IV glucose. He was advised that his blood glucose was 47 mg/dl at 6:35 pm and his blood glucose reading now was 99 mg/dl around 7:00pm. He was advised to go to the hospital; however, the patient refused to go and claimed he felt better. He was told his daughter-in law saw him slumped over the chair and contacted the paramedics. She did not attempt to test his blood glucose. The technique of applying blood on the test strip was correct. It was noted that the patient's meter had been miscoded. When a meter is miscoded, it can lead to false blood glucose readings. The patient's products were replaced. The complaint is being reported since the patient had taken insulin based on the meter result and shortly later allegedly suffered hypoglycemia and had to be treated by medical professionals.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.